Event description:
Report received of an unrestricted flow. The customer contact reported that the nurse loaded a tubing set primed with an unspecified maintenance fluid into the pump. After the pump door was closed, the nurse noted fluid dripping in the drip chamber and from the distal end of the tubing set. The pump was removed from clinical service. Therapy was started using a replacement pump and the original tubing set. During testing by the user facility's biomedical engineer, no unrestricted flow was noted.